Event description:
It was reported that during a left ventricular lead replacement procedure, the patient experienced diaphragmatic stimulation in all pacing configurations. The lead was no longer used and a new lead was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.